Event description:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain / pain") and genital haemorrhage ("abnormal, heavy bleeding / abnormal bleeding (vaginal, menorrhagia)") in a (B)(6) female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test". The patient's past medical history included overweight and joint injury from 2005 to (B)(6) 2006. Concurrent conditions included vaginal irritation, vaginal itching, allergic rhinitis, hyperlipemia, weight gain, malaise, ascites, rash trunk and dermatitis. Concomitant products included dexamethasone (decadron), naproxen and phentermine. On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2008, 1 year after insertion of essure (ess205), the patient experienced weight fluctuation ("weight gain / loss (specify which one)"). On (B)(6) 2009, the patient experienced genital haemorrhage (seriousness criterion medically significant), anxiety ("psychological or psychiatric problems condition: anxiety"), emotional distress ("psychological or psychiatric problems condition:emotional distress"), fatigue ("fatigue,"), migraine ("migraines / headaches"), headache ("migraines / headaches"), dysmenorrhoea ("severe, abnormal menstruation pain / dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and rash ("rshesh or skin condition types"). On (B)(6) 2012, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal pain lower ("severe lower abdominal pain"), back pain ("back pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("prolonged abnormal menses / menorrhagia"). The patient was treated with surgery (to remove essure coils). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower, menorrhagia and dysmenorrhoea had not resolved and the weight fluctuation, anxiety, emotional distress, fatigue, migraine, headache, back pain, vaginal haemorrhage, vaginal discharge, dyspareunia and rash outcome was unknown. The reporter considered abdominal pain lower, anxiety, back pain, dysmenorrhoea, dyspareunia, emotional distress, fatigue, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, rash, vaginal discharge, vaginal haemorrhage and weight fluctuation to be related to essure (ess205). The reporter commented: discrepancy noted (if you have not had your essure removed, are you currently planning for essure removal? No) . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.9 kg/sqm. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 9-oct-2018: pfs received. Case is now incident because essure was removed. Essure removal date added. Historical condition was added. Concomitant medications were added. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.